Event description:
The physician placed the sheath thru the pt, and when going to exchange out the inner dilator of the sheath, the luer lock hub at the end pulled off. It was normal exchange, no excessive force used. The inner dilator was inside the valve, and the physician used forceps and was able to retrieve it over the wire. In the same procedure, the flipper coil detached from the delivery wire without being unscrewed. The physician feels as if the threading of the coil may be damaged. The coil was snared out of the pulmonary artery and removed. It is not known at this time if the issue was with the coil or the delivery wire. No harm to the pt.

Manufacturer narrative:
(B) (4). The device is shipped with instructions for use (IFU). The IFU lists warnings and precautions for use. The IFU states: after the detachable coil delivery system with the coil has been introduced into the catheter, it is important that the coil does not exit the catheter tip until the mandril has been pulled back. Otherwise, the catheter may become dislocated in the vessel. The IFU also provides instructions for loading the embolization coil onto delivery wire. One open and used embolization coil was returned to assist in this investigation. The thread on the coil show signs of minor damage and the coil is stretched at the proximal end, stretching will only appear when the coil is pulled back. The thread on the coil and the wire can be joined, but it is not possible to join them more than 1/3 of the thread length. Based on the damage to the coil and delivery wire it seems like the physician did encounter some kind of resistance during the procedure. The reason for the unintentionally detachment of the coil could be that the coil and wire was not joined properly, perhaps only 1/3. It is possible this may have contributed to the premature coil detachment. We will continue to monitor for similar complaints.